Manufacturer narrative:
Additional information: a medtronic representative reported that the difficulties were suspected to be from metal interference from a mayo stand in the operating room (or). When performing initial troubleshooting, the patient tracker was unplugged and re-plugged into the interface box. Not the navigation system as previously indicated. The software investigation found that the reported event was unrelated to a software issue as the metal interference is suspected to have led to the reported issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative inspected the navigation system on-site and the issue could not be replicated. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed. No parts replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) case, the patient tracker on the navigation system went to red status. The system had not been touched and the emitter was not moved. The system was unplugged and replugged in, but the issue did not resolve. However, the system eventually worked. There was no reported delay to the procedure due to this issue and no impact on patient outcome.